Event description:
The customer reported an arcing sound, the image went black and the system displayed ma and kv errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber assembly and cleaned and regreased the high voltage connectors. System operates as intended. (B) (4).